Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. Upon review of the stored electrograms it was noted that the cardiac defibrillator exhibited post paced t-wave oversensing on the ventricular lead. The device was successfully reprogrammed. The patient was stable throughout the event.